Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 54-year-old female patient with a past medical history of a prior coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). While the patient was in the intensive care unit (ICU), while being repositioned, the pump stopped. The pump restarted, but began to have inaccurate waveforms. The following day after insertion, the impella was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.4l/min as intended. It was reported that there was clot noted on the pump after removal. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. Furthermore, clots can be a critical cause of a pump stop.

Manufacturer narrative:
Corrected/updated information has been provided in d4 serial number. Corrected information has been provided in h3 device evaluated by manufacturer h6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injuries were not determined due to insufficient clinical details. The cause of the temporary pump stop was most likely due to biomaterial ingestion. The cause of the placement signal issue was determined to most likely be due to a biomaterial ingestion event.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Section d1 brand name corrected. H6 has been updated.